Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room for a pocket revision. It was observed that the patient had pocket erosion on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. The patient was in stable condition.